Event description:
Customer dissatisfaction during the patient's spinal surgery (decortication process) there was a loss of motor evoked potentials to both lower extremities.  The concern is that the osteotome came in contact with the spinal cord causing an insult to the cord, which resulted in a right sided, "brown-sequard syndrome".  MRI performed on (B)(6) 2012.  Additional information was obtained after speaking with the event reporter on (B)(6) 2012.  The reporter indicated that the instrument was returned for processing before the product code or lot number could be obtained and documented.  The instrument was sent back to processing since there were no issues identified with the instrument.  The instrument was not broken or bent.  The reporting facility determined that the instrument did not contribute to the reported outcome of the patient.  The reporter indicated that he could not provide any additional information on the patient's condition.  Based on the description in the medwatch form of "lambotte osteotome 9"" the instrument would be one of the following codes:  (B)(4).

Manufacturer narrative:
(B)(4). The reporting facility indicated that the complaint sample was not available. Additionally, the product code and lot number are unknown. After the incident, the instrument was returned to the processing department before the product code or lot number could be obtained and recorded. The instrument was sent back to processing since there were no issues identified with the instrument by the reporting facility (i.e. Bent, broken, or chipped). It was determined that the instrument did not contribute to the reported outcome of the patient. This particular type of instrument has no moving parts and can only be actuated by the physician. The form, fit, or function of the instrument was not compromised. Therefore, the reported issue was most likely caused by the user of the instrument. Since the instrument is not available, an evaluation could not be performed. Based upon the description provided by the reporting facility (lambotte osteotome 9") the instrument would be one of the following v. Mueller codes: (B)(4). A review of the complaint system was performed. There have not been any other reported complaints for this family of instruments involving a patient injury. The reported issue will continue to be trended and evaluated.